Manufacturer narrative:
Section d refers to the main device. Other relevant components include: product ID: 8598a; lot/serial#: (B)(6); implanted: on (B)(6) 2010; explanted: on (B)(6) 2020; product type: catheter; ubd: 2010-12-02; UDI#: (B)(4); product ID: 8709sc; lot/serial#: (B)(6); implanted: on (B)(6) 2009; explanted: on (B)(6) 2010; product type: catheter. H3: evaluation of implantable catheter; product ID: 8598a; lot/serial#: (B)(6); revealed a break in the body of the catheter. Evaluation of implantable catheter; product ID: 8709sc; lot/serial#: (B)(6); revealed no significant anomalies. The catheter was returned in segments and passed functional testing in the lab. H6: correction - device code c76126 does not apply to this event. Device evaluation - the evaluation codes have been updated for this event. Code-result 180 and code-conclusion 22 applies to product ID: 8598a; lot/serial#: (B)(6). Code-result 213 and code-conclusion 67 applies to product ID: 8709sc; lot/serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, lot#: n180036013, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving prialt (8.5 mcg/ml at 3.8027 mcg/day) and bupivacaine (12 mg/ml at 5.369 mg/day) via an implantable infusion pump. It was reported that a 9 cm spinal tip segment of a 8709 catheter was found abandoned in the patient. The segment was explanted. Additional information indicated that a dye study had been performed on 2010-feb-12 and dye leaked where the catheter entered the spine. Subsequently, the catheter was revised on 2010-mar-04 and the hcp assumed that this abandoned segment was from this revision. The patient received effective therapy after the revision was performed, and the issue was resolved. The patient's weight was reported. The patient's status at the time of the report was alive, no injury. The patient's medical history included: idiopathic peripheral neuropathy, chronic back pain, spinal stenosis of lumbar region, lumbar radiculopathy, neurogenic claudication, spondylosis without myelopathy, addiction to hydro cod one and oxycodone, long term current use of opiate analgesic drug, bilateral foot pain, degeneration of interver tebral disc, and depressive disorder. No further complications were reported.